Manufacturer narrative:
Pt age and weight: unk. Product was requested to be returned for evaluation and has not been received. Note: this report is based solely on the customer reported issue. Note: the instructions for use state: "before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch; cracked or broken buckles or locks; and/or that hook-and-loop adheres securely, as these may allow patient to remove cuff. Discard if device is damaged." (B)(4). Pending product receipt.

Event description:
Customer reported after placing the straps through the hook and loop, the hook and loop closure does not lock securely. The customer did not provide a date when the issue was discovered and no patient incident or injury was reported.

Manufacturer narrative:
Evaluation of the returned cuffs found the metal buckles will lock properly when there are no straps inserted. However, the buckles will require extra force to lock when the straps are inserted due to variability of the buckle opening. The opening on the buckles returned were found to be out of specification. As a result a measuring tool was implemented to test the buckles, which assures more consistent buckle openings. (B)(4).

Event description:
Supplemental medwatch required for product evaluation results.